Manufacturer narrative:
Additional information is needed to better understand and possibly explain the complications reported, including information regarding the suture procedure and suture material utilized, whether the membrane was fixed under tension, membrane rehydration procedure prior to use, and whether the patient has an allergy to bovine collagen and/or bovine material. According to the current state of knowledge, when using integra bovine pericardium dural graft, there is no contraindication regarding the simultaneous use of tisseel and duragen. It is important, however, to emphasize that the placement and the fixation of the integra bovine pericardium dural implant must be accomplished with sutures. A fixation with the help of a fibrin glue or other material is not allowed. As no unique identifiers were provided, a comprehensive investigation into the manufacturing history associated with the implant could not be conducted. However, review of complaint data has not identify a correlation to communicable disease transmission for these sterilized implants.

Manufacturer narrative:
Unique product identifiers have been requested but not yet provided. Once identifiers are obtained, a comprehensive re-review of manufacturing and processing records as well as complaint trend analysis will be conducted. Also, the information requested by the surgeon regarding the use of the dural substitute graft with the tisseel and duragen will be addressed.

Event description:
Rti surgical, inc (rti) received, a complaint notification on 11/15/2018 indicating that a patient had been implanted with an integra bovine pericardium dural substitute graft along with tisseel (not manufactured by rti) and duragen (not manufactured by rti). The patient developed an infection at an unknown date requiring a revision surgery. The physician does not believe that the grafts are associated with the infection. Upon intervention, it was noted that the integra bovine pericardium graft had holes, seemed paper thin and fell apart when touched. The physician submitted the complaint to request information regarding a possible contraindication of using tisseel and duragen with the integra bovine pericardium.